Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that sometimes the sensor glucose and blood glucose readings are inaccurate. The customer also reported reservoir problems with air bubbles and white spots in the reservoirs. The customer's blood glucose level ranged from 225 to 408 mg/dl. The customer tried to treat with the insulin pump but the reading would not go down. The customer removed the infusion set and found the cannula was bent. The customer's infusion sets and reservoirs were replaced, however nothing was sent back for analysis.